Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. Based on the results of the final investigation, the specific root cause of the cut probe could not be determined at this time. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted, it was discovered that the pink probe unit had been cut. Additionally, the adhesive was missing on the probe screw. The adhesive on the distal end was peeling, and more than two echo signals were missing from the ultrasound image. There was a white dot noted in the fog test, minor scratches and peeling on the insertion tube, and the control knob was in the play position, with minor scratches noted. If additional information becomes available following the device evaluation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer originally returned the olympus ultrasonic gastrovideoscope due to a suction problem. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the pink probe on the unit had been cut. This report is being submitted to capture the cut probe noted during evaluation.